Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to faulty digital visual interface and serial digital interface cables. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to olympus. The reported problem was resolved by the user facility upon removing a cable and setting input to another cable. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that static was present on the image. There was no patient injury, associated with the problem, reported to olympus.